Manufacturer narrative:
A photograph of the blade that was removed from the patient was provided for investigation and revealed that the bottom edge of the blade had an uneven and jagged appearance. This would indicate the blade had been bent or manipulated in such a manner that resulted in a complete break. The break did not occur at the weld. A break at the weld would appear as a straight even line at the bottom edge of the blade and indicate a manufacturing issue as that would be the most likely spot for a break if it was manufacturing related. As the blade broke elsewhere, it is most likely due to excessive force against the blade (mishandling).

Event description:
In (B)(6), it was reported during the procedure a part of the stainless steel blade snapped off close to the insertion site and went unnoticed by the user. The patient returned to the clinic "a couple days later" with complaints of discomfort to a specific area of the left thigh which visually demonstrated a "point" (raised lump). The piece of blade just under the skin and was removed via a small incision without reported complication. There was no infection and no further issues.